Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The non-device related events of sleep disorders, depression with anxiety are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® voluma¿ xc into the right temple and 2mls into the left temple. 25g 1/2 inch needle was used. About four months later, patient experienced moderate sleep disorders and depression with anxiety, deemed not related to the device. Patient was treated with oral trazodone hydrochloride for the depression with anxiety. Symptoms noted to be recovering/resolving.